Manufacturer narrative:
H.6. Investigation: after confirming the actual product we received, we could not pass the liquid as requested. When the inside was examined, clogging was found in the lumen at the tip of the bottle needle. For reference, when we confirmed the passage of our stored sample (a product stored for each serial number. *n=8 pieces), no clogging was observed. When adhering c60 to a bottle needle, a phenomenon occurred in which the material melted and was distorted due to the solvent flowing into the lumen, causing clogging. As a measure to prevent recurrence, we added a process to send compressed air from may 2018 to eliminate the retention of solvent in the lumen. It is speculated that this event was the first request after the process improvement and that compressed air was not sent in for some reason during this process. In addition to reporting this event to the manufacturing plant, we re-instructed the implementation and confirmation of the process of sending compressed air.

Event description:
It was reported that physiological saline wouldn't flow through the prm/c60/20drop/n35 before use while priming. The following information was provided by the initial reporter, translated from japanese to english: "during priming, physiological saline didn¿t flow."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that physiological saline wouldn't flow through the prm/c60/20drop/n35 before use while priming. The following information was provided by the initial reporter, translated from (B)(6) to english: "during priming, physiological saline didn¿t flow."